Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Manufacturer narrative:
The devices were exchanged without incident and there was no reported patient injury. Five batteries were exchanged and returned to heartware for analysis; (B)(4) passed visual and functional examination. (B)(4) passed visual examination but failed functional testing due to a faulty electrical component which resulted in the battery unable to provide power to a test controller. The cause of the faulty electrical component could not be determined. Functional analysis revealed that (B)(4) contained a faulty cell pair which likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue.

Event description:
Approximately one year and four months after heartware lvad implantation, the site reported that the patient experienced power source change in the controller earlier than expected. Preliminary log file review showed short pump stops. After replacing the batteries the problem was resolved. No harm or injury to the patient was reported as a result of this incident.